Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mm x 4.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, at first inflation about 1 second, it was noted that balloon ruptured at 6 atm. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No other defect was observed on the device. No patient complication reported and the patient was good after the procedure. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery conduit segment. The balloon ruptured in a vertical crack form.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mm x 4.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, at first inflation about 1 second, it was noted that balloon ruptured at 6 atm. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No other defect was observed on the device. No patient complication reported and the patient was good after the procedure.